Event description:
It was reported that during catheter surgery, the patient suddenly sat up and fell to the floor. The patient sustained head trauma, right frontal and maxillary bone fractures, and traumatic subarachnoid hematoma.

Manufacturer narrative:
It was reported that the customer felt that the belt fixation was not necessary during procedure. The investigation concluded that the device operated normally at the time of the event and the alleged issue was caused by user error. Canon was advised of this event on september 6, 2023.